Event description:
Reported received of cassette alarms. The plumsets were being used to infuse normal saline by use of a plum a+pump. Upon set up the pump would initiate self-tests and then sound an audible alarm and display the message "cassette test failure". There were no reports of adverse patient effects or delays in critical therapy. Though requested, there was no further information available.